Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device presented to the hospital after receiving a series of inappropriate shocks due to noise. Interrogation confirmed numerous episodes of noise and oversensing resulting in inappropriate shock, including one episode of therapy exhaustion. Additionally, high out-of-range right ventricular (rv) lead pace impedance measurements were observed; a lead fracture was suspected but could not be confirmed via x-ray. The patient was admitted to the hospital and device programmed off until a revision procedure was performed wherein the device was explanted and lead surgically abandoned; a new system was then implanted. The device is not expected for return. No adverse patient effects were reported.